Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot# 73e1400183 was manufactured on 05/20/2014 a total of 11,088 pieces. Lot was released on 05/23/2014. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was returned with its lid stock. The clip cartridge was returned with 2 clips. A loose clip was also returned. The clip cartridge and loose clip were visually examined with and without magnification. Visual examination revealed that the loose clip was broken near the hinge. The observed damage is consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. The clips that were in the cartridge appear to be fully intact. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The 2 clips remaining in the cartridge were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No problems were found with the clips that were returned in the cartridge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken clip" was confirmed based upon the sample received. One cartridge was returned with two clips remaining in it. A loose clip was also returned and it was broken near the hinge. Upon functional inspection, the clips returned in the cartridge were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed tubing. The observed damage to the loose clip is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip is broken in two pieces. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is broken in two pieces. There was no patient injury.